Event description:
Kimberly-clark received a report stating, "suction catheter came apart from suction device. Potential for suction catheter to slip into patient airway." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed for stock code 2210-5 with lot number m0305t619. Production records were reviewed and the product met manufacturing specifications. Visual evaluation of the returned sample showed the catheter detached from the thumb valve adapter. Additionally, adhesive residue was present on the outside of the catheter and the inside of the adapter indicating that adhesive was applied to the affected joint. Based on the available information a root cause for the observed separation could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.